Manufacturer narrative:
(B)(4). The device has not been received for analysis. A lot-based investigation is currently in progress. A f/u medwatch will be filed upon completion of the investigation. (B)(4).

Event description:
It is reported that a consumer used the solution once a month ago and burned his eye severely. A month later, the consumer reports that he still has eye pain. Add'l info received on 11(B)(6) 2014 from the consumer stated that he did not seek medical attention. He has been using his glasses since his right eye cannot tolerate lenses at the moment because it still feels itchy and scratchy. At the time of receipt of this report; the consumer's eye has not yet resolved. Add'l info has been requested but not yet received.